Event description:
It was reported that the external pulse generator (epg) has an unstable ma output. The epg was returned for service. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) has an unstable ma output. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main pc board. This analysis was unable to verify the reported event or the pc board failure found during initial repair/servicing of the device. The reported pc board failures were likely due to spurious sensing caused by environmental factors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event. Analysis did find that the main printed circuit (pc) board was out of electrical specification, the upper case was dented and contaminated, the battery release and battery drawer were contaminated, the lower case was broken, the ring cover and side bail covers, ring and side bails were missing, the battery contacts were compressed and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.